Event description:
It was reported that pump declared malfunction alarm 20 during insulin delivery and repeated same alarm when customer tried to resume use after loading new cartridge. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup, and technical support assisted with proper loading steps, arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device, with customer acknowledging understanding and agreement to return problematic pump within specified time.